Manufacturer narrative:
A complete manufacturing review could not be conducted as the investigation is lot number unknown. Investigation summary: one max-core biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the finding that the top slide self-activated, the investigation was confirmed for self-activation of the cannula. The investigation was inconclusive for the reported failure to obtain samples as functional evaluation could not be completed due to the identified self-activation. The bent bumper likely contributed to the incomplete cannula tang engagement and the identified self-activation. These identified issues may have contributed to the reported failure to obtain samples. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy within normal density tissue, the device was allegedly unable to obtain tissue samples. It was further reported that another device was able to complete the procedure. There was no reported patient injury.